Event description:
At about 10:00 after the patient's reposition turn; the patient's datascope iabp console began alarming "slow leak loss." All alarm troubleshooting precautions followed per the iabp console help screen. No blood noted in tubing; it remained completely clear. Could not determine cause of the "slow leak loss" alarm. All connections checked with another nurse and iabp console restarted. System alarmed three more times, then blood leaked up into iab catheter tubing indicating a balloon membrane rupture. Attending ICU physician and attending surgeon notified. Balloon catheter had been placed under vascular cutdown and would require cutdown for removal. At the direction of the surgeon and in consultation with the vascular surgeon, balloon catheter removal attempted through the sheath. Balloon got stuck in sheath and would not come out, requiring patient to go to operating room for catheter removal.during these events, the patient had significant changes in his hemodynamic stability requiring increased doses of vasopressor and inhaled medications, and additional blood products to support patient during his return to the or.iabp console was taken to clinical engineering to have them checked to be sure that blood did not get into console safety disk.iab catheter retained in the office until maquet datascope sends a return kit for microscopic inspection by the manufacturer.